Manufacturer narrative:
Device is a combination product. Date of event: possibly (B)(6) 2017.

Event description:
It was reported that stent damage occurred. The target lesion was located in the greatly tortuous and calcified anterior descending artery. A 3.00 x 32mm synergy ii drug-eluting advanced for treatment. However, it was noted that the stent stem was damaged. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.